Manufacturer narrative:
A company representative assessed the system and was unable to find any nonconformity with the system. The system met company's specifications. Based on assessment, the product met specifications at the time of release. As for the reported event of vacuum issue, the system was found to meet specifications; therefore, the root cause of the reported event cannot be determined conclusively. As for the reported event of bubbles and incomplete flap, based on the information obtained, the root cause of the reported event cannot be determined conclusively (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A technician reported insufficient suction during laser assisted flap creation. Insufficient suction may have caused cut to form too shallow. The bubble appeared sooner than expected. The doctor opted to not continue and left flap intact. Upon follow up, the technician mentioned the machine was not calibrated right. Site had someone to come out to repair it. The physician is still planning to complete the treatment.